Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her pump was beeping with a blank screen. Customer took the battery out and left it out for less than 5 minutes. Customer placed a new battery in the pump and then received an unexpected restart alarm. Customer's blood glucose was 206 mg/dl at the time. Customer stated that the pump is alarming again today and buzzing with a blank screen. Customer was advised that the insulin pump will be replaced on the 2nd occurrence.

Manufacturer narrative:
The insulin pump was received with no blank screen anomaly with beeping anomaly noted. No a21 error alarm noted. The insulin pump passed displacement test and self test. The insulin pump has minor scratched lcd window.